Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found errors 32098 and 32100 on axes controller, motor (acm) board, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where t error 32098 was triggered during power up. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all the relevant testing was passed within specification. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to conclude that the acm printed circuit assembly (pca) was found to be the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the site enountered a repeated 32098 error on arm 1. Prior to calling in, site brought in another patient side cart (psc) to continue with procedure. The procedure was aborted to another dv system no reported injury.